Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while fixating mesh during a laparoscopic ventral hernia repair by intraperitoneal onlay mesh placement, there were difficulties with loading the reload onto the handle. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted no abnormalities. 2 fully applied 8 days post-transfer (dpt) device loading unit (dlus) with disrupted timing. Scratches were noted on the inner tube of the one of the device loading unit (dlus). 1 partially applied 8 days post-transfer (dpt) device loading unit (dlu) with a tack protruding and disrupted timing. Scratches were noted on the inner tube. 1 fully applied 5dpt device loading unit (dlu) with disrupted timing. Scratches were noted on the inner tube. The articulation knob functioned properly. The handle was actuated and it was fired down on test media. The instrument made a crunching sound and the gear popped during firing. The first tack did not seat properly in the test media and tack hang ups were experienced during the second firing of the reload. The unit was disassembled and damage was noted to the spur gear. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported conditions could be due to improper loading of the reloads, indicated by the scratches on the inner tube of the reloads. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.